Manufacturer narrative:
Correction data: evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection and functional evaluation of the devices had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a laparoscopic lar procedure. When firing for the second time the surgeon began firing and after about 1 cm the handle became stiff. The surgeon tried to squeeze the handle by force but the device still would not fire. The handle and reload were replaced and the surgeon clamped the tissue and the firing stopped halfway. The surgeon was able to remove the device from the tissue without damage and replaced the device to complete the case. The tissue was thick and hard. There was no patient injury.